Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received at the service center and evaluated. The defect reported by the customer has been verified and repaired. There were additional deficiencies impairing the function of the device found and repaired. The following repair activities were performed: motor too loud - motor replaced; cut in the motor cable - motor cable replaced; short circuit in the motor cable - motor cable replaced; resistance value out of specs: handcontrol set replaced; "micro": preventive replacement of o-rings performed acc. To service manual; unit cleaned; functional test performed; hipot test completed; electrical safety test acc. To iec 60601-1 completed; functional test acc. To test procedure completed; safety test checklist enclosed. The cable insulation is damaged which could cause for the short circuit in the cable and resulting in the intermittent operation of the device. The motor makes unusual noise and the keypad values are out of range. During repair process in service center handpiece body was replaced in handpiece micro and as a consequence serial number of the handpiece has changed to spare part 280181's serial number and the old serial number was manufactured by a facility which has been closed since 2011, therefore a review of lot/batch history for each legacy fms product complaint is not possible since legacy manufacturing no longer exists, and it is no longer possible to make process corrections or corrective actions. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(6). (B)(4).

Event description:
It was reported by the affiliates via mail that the device had an intermittent failure.